Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 3.1 half height drawer had multiple cubie pocket failure, duplicate address detected. A field service engineer assisted with removing the duplicate pockets and unloading the medication, then inspected the back of the main. After powering down the station opened the back of drawer 3, reseated the cables for 3.1 and 3.2, and inspected the cables and although retractor band was dirty, but it was fine, powered the station back on, logged into hardware test application hta, opened drawer 3.1, tested several lids and cubies, and ran a full drawer test, saved the past results to the d drive. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height drawer containing multiple cubies displayed an error message indicating a cubie pocket or duplicate address detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.